Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a post-operation checkup, interrogation revealed r-wave oversensing and wide qrs on the atrial channel. Programming changes were made. The patient will return for a checkup.

Manufacturer narrative:
No conclusion code available. The reported sensing anomaly was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
New information received states the device was explanted and replaced one year later. No further information is available.